Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a customer that could take out the air from the balloon. The customer indicated that there was no patient involvement associated to this event.